Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 32056. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, 32056 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where ¿usm agc current test¿ was found to be failing on the degree of freedom (dof3). Once testing was completed, the pitch search light flat flex cable (ffc) was further inspected and was verified to be the source of the fault. The complaint was confirmed based on filed evaluation and failure analysis. Failure analysis was able to conclude that the pitch search light assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted total pancreatectomy surgical procedure, a customer called in to report that there was an error 32056 on universal surgical manipulator (usm) 1 after starting the system. The technical support engineer (tse) reviewed logs and found error pointing to axes controller arm (aca) in usm1. No sterile adapter (sa) was installed yet. Prior to the call the customer restarted the patient side cart (psc) a few times to no avail, another restart with emergency power off (epo) did not help and error was present directly after start up. Procedure started as open surgery as surgeon did not want to use the device with 3 arms. The procedure was converted to open surgery with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced parts to correct the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,